Event description:
Pt was implanted with perigee on (B) (6) 2007. Pt claims that after, and as a result of implantation, she has suffered serious bodily injuries, including "extreme pain, erosion of her internal bodily tissue". No further information was provided.

Manufacturer narrative:
Unable to determine if there was a device malfunction based on information provided. The device was not explanted. Serial number not provided for history review. The IFU states that tissue responses, which may include erosion may result as a potential adverse reaction and that the pt should contact the physician. Observed occurrence rate for erosion is consistent with ams risk management documentation.